Event description:
The customer reported that prior to use on a pt, the iabp generated a "system failure" alarm. The iabp was rebooted and therapy was initiated. Subsequently, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (part number: 0014-00-0255) after observing that it had sustained damage resulting from saline spill. The iabp was tested to factory specification. It functioned normally and was returned to the customer.